Event description:
Gambro renal products was notified on october 12, 2006, via a medwatch report that an incident had occurred in october 2005 where there was a problem with air in the venous blood line and the phoenix machine did not alarm appropriately. The description of the event reported on medwatch form (attached) is as follow: "registered nurse changing dressing when pt noticed air approaching him in his venous line. No alarm noted at that time. Lines clamped and machine stopped. Recirculated to remove air and dialysis restarted. Later small amount of air bubbles in line, air detector alarm went off, air removed and pt continued dialysis. Machine pulled for maintenance check and alarm sounded when air in line."